Manufacturer narrative:
B5: the reporter indicated that a 12.6mm, vticm5_ 12.6, -8.5/4.0/89 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020 on (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault without rotation. This exchanged resolved the problems. Cause of event was unknown. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -8.5/4.0/89 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. Low vault without rotation was observed, lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.